Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2024 and suture was used. It was reported that the problem of pulling off suture needle happened in surgery. Changed another one to continue the surgery, the same problem happened. Changed another one to complete the surgery . There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/4/2024. H6 component code: c22 - photo analysis. H6 component code: g07002 no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One used needle suture combination in two sections outside the packaging was received. During visual inspection of the needle-suture piece, the swage and attachment area were noted as expected. However, marks on the body needle were found. Upon examination of the suture, it was found that the end was frayed and broken. The other section of the suture was examined, the end was broken, and it matched the extreme of the needle/suture piece. In addition, body fluids were found on the sample. Besides that, a photo was provided and it showed one foil, a suture piece, and one labeled winding former with a used needle suture piece. The product code vcp213 contains an absorbable suture and the time of exposure that has the suture in the environment could not be determined; therefore, the functional test cannot be performed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.